Manufacturer narrative:
On 03/31/2016 07:57 am (gmt-4:00) added by (B)(6): (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(6) 31-mar-2016 based on the returned condition of the device the reported complaint was confirmed for ¿jaw -bent heater wire¿. The confirmed failure mode has been investigated in our fir system. (B)(6) 31-mar-2016 specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(6) 31-mar-2016

Event description:
On 03/04/2016 10:40 am (gmt-5:00) added by (B)(6): the hospital reported that vasoview hemopro 2 has a defective tip . A replacement device was used to complete the procedure. The hospital did not report any patient effects. On 03/02/2016 06:32 pm (gmt-5:00) added by (B)(6): received an email from (B)(6) stating she has another hemopro 2 with a defective tip. She gave me no other info.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that vasoview hemopro 2 has a defective tip . A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4). Recieved an email from (B)(6) stating she has another hemopro 2 with a defective tip. She gave me no other info

Manufacturer narrative:
(B)(4). The correct date for the mfg report # 2242352-2016-00297 is 18-mar-2016.

Event description:
(B)(4). The hospital reported that vasoview hemopro 2 has a defective tip . A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4). Recieved an email from cvor stating she has another hemopro 2 with a defective tip. She gave me no other info.